Event description:
A customer reported a malfunction on a pump, with no notable events occurring prior. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.